Event description:
Procedure type: low anterior resection with end to end anastomosis, according to the reporter: the green indicator could not be seen after rotating the wing-nut until it stopped. The safety was released and the surgeon fired the device. It was then noticed that the donut rings were not separated om the tissue, and staples were malformed. The safety lever was then broken and detached from the service. An additional resection of the anastomosis and manual suturing were done to complete the procedure. No bleeding occurred and the procedure was not delayed more than 30 minutes. No patient details were provided. No patient injury was reported.